Event description:
The customer cannot get the connector off the cannula without using kelly clamps. Left the connector on the patient because it was difficult to remove the device, as a result got an infection. This happened when vancomycin was given to the patient. Patient fully recovered. No sample was sent for evaluation.